Event description:
The up and down arrows are difficult to press and take several presses to get a response. No rips/tears in keypad. Patient report one or two cancelled boluses over the last 8 months or so. There was no adverse event or any blood glucose excursions related to this issue. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, the keypad was removed and no contamination was found. Unrelated to the complaint, evaluation revealed the display screen was cracked around the edges, which has no effect on insulin delivery function. Unrelated to the complaint, the vibration motor was found not to work due to the pin being misaligned. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.